Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 44 mg/dl, 269 mg/dl, and 126 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Customer service has sent a letter requesting the product be returned for investigation. A follow-up report will be submitted once additional information is obtained. Note: device manufacture date is unknown as the meter serial number was not provided. Note: customer complaint was received in a written letter. It is unknown under which conditions the reported readings were obtained and if the readings were taken within 10 minutes.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. The readings the customer reported were not found in the meter memory. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(4).